Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), insomnia ("I have trouble sleeping"), alopecia ("my hair falls out get"), migraine ("migraines"), arthralgia ("extreme joint pain, hip pain"), musculoskeletal pain ("shoulder pain") and menorrhagia ("my period are awful"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, insomnia, alopecia, migraine, arthralgia, musculoskeletal pain and menorrhagia outcome was unknown. The reporter considered alopecia, arthralgia, back pain, insomnia, menorrhagia, migraine and musculoskeletal pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: I had my hysterectomy, I have trouble sleeping, my hair falls out get , migraines almost daily , I have extreme joint pain , hip pain , back pain , shoulder pain and my period are awful. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.